Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to an es server reboot issue. A technical support specialist rebooted the es server to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system had global find not working. The customer reported that the user was not able to see what the other station had when trying to find certain medications and that caused a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.